Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was as low as 40 mg/dl and as high as 313 mg/dl. Customer needed help with programming the new insulin pump they received. Customer was assisted on how to program the device properly. Troubleshooting for low blood glucose was performed. Customer treated themselves with orange juice and candy. Customer experienced shakiness, sweatiness and confusion. Customer was advised to monitor the insulin pump and their blood glucose levels. Customer was advised to follow up with their healthcare provider and to call back to troubleshoot if issues persist.